Event description:
It was reported the xenon light source displayed a b30 error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9, g2 (to remove "company representative" from the initial medwatch as a report source). Additional information: b5, e2, e3, h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b30 error occurred due to a failure of the combined scope. However, a conclusive root cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a diagnostic colonoscopy that was completed. There was a delay in the procedure while replacing the scope.